Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic living donor nephrectomy, the device was used but unable to cut. They used another device to continue. There was no patient injury.